Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the device was exhibiting a sensing issue and there was a black foreign material on the setscrew of the device that could not be removed. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw and a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.